Event description:
Reportedly, loading unit and helix can not be completely fired. During the firing the metal part in the handle broke off. The operation had to continue as an open procedure. Procedure: unk. Pt status: no pt injury reported.